Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer power supply had a short. It was also indicated that the system fan was noisy. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer gave a short-circuit when the power plug was put into the wall outlet. After that it also smelt like fire. The programmer was returned for service. There was no patient involvement.